Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
During service, it was determined that the articulated arm pivot 1 and pivot 2 joints were loose and over-rotating. No patient involvement was reported. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.